Event description:
The facility's clinical engineering department sent the pump in for service with the report "front bezel internal damage, 715 error in history 2002. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.